Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip of the lead was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 12.4-15.7cm from the distal tip. The superior vena cava shock coil was damaged at 19.4-20.3cm from the distal tip. The etfe coating was intact at these locations. Other damage found was sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.